Manufacturer narrative:
It was reported that the shower bag's clip was damaged. The shower bag was not returned for evaluation. A review of the manufacturing documentation confirmed that the shower bag met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed to wear over time or due to the handling of the pack. The unit, however, was not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual instructs patients to shower while on hvad support until they have received permission from their clinician to do so and only then with a heartware shower bag. All patients and caregivers should be trained on shower bag operation prior to use in order to ensure safe and appropriate use. These instructions include warnings to not allow water or other fluids to enter the controller. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient and his wife were training with the occupational therapist (ot) when the clip of his shoulder bag failed. The shower bag was exchanged with no reported patient consequences. No further information was provided.